Event description:
It was reported that the user experienced a leaking connector on the ilet system, which led to a full supply change to resolve a cartridge leak; after the supply change, the blood glucose began to trend down from 322 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included product replacement to prevent therapy interruption and troubleshooting with user education. Investigation of this case revealed a connector leak associated with the reported connector lot, consistent with a device component leak at the connector leading to elevated glucose that improved after supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was a component leak at the connector.